Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the device was bowed gently by actuating the handle. Upon diathermy application, the cutting wire "snapped." It was reported that no part of the cutting wire detached and fell into the patient. The device was removed gently to avoid damaging the inside of the scope, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.